Manufacturer narrative:
Physio-control provided customer with the part number and pricing for a new therapy cable. The customer will replace the therapy cable to restore proper device operation. The device will not be returned to physio for evaluation. The root cause of the reported failure cannot be determined.

Event description:
It was reported that the device would intermittently not recognize the therapy cable. There was no pt use associated with the reported event.